Manufacturer narrative:
Exemption: e2013025.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame may 1, 2017 through june 30, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame may 1, 2017 through june 30, 2017.

Manufacturer narrative:
July 2017 bimonthly asr report exemption e2013025 the total number of events for product classification code otp is 8. Qty 1- avaulta plus biosynthetic support system- anterior, sterile qty 1- avaulta plus biosynthetic support system- posterior, sterile qty 3- avaulta solo biosynthetic support system- anterior, sterile qty 3- avaulta solo biosynthetic support system- posterior, sterile

Event description:
July 2017 bimonthly asr report.